Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
The patient's spouse stated the patient applied a v-go on his stomach and when he moved, it seemed to hurt. The spouse mentioned that the adhesive to the v-go came loose off the patient's skin and they were trying to hold it together using a bandaid.